Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported through the japanese tavi registry, during transfemoral tavr procedure with a 23mm sapien 3 valve in the aortic position, there was resistance during insertion of the commander delivery system into the esheath. A common iliac artery (cia) dissection due to a 14 fr esheath was confirmed. A stent was placed, and the outcome became "recovered" on the same day. Per the operator, the causal relation of the event with both the device and the procedure was determined as "related". Seriousness was determined as "non-serious". As per fu, there was resistance during delivery system insertion. Access vessel diameter was 4.2x5.0. There was moderate calcification and mild tortuosity. There were no abnormalities observed during procedure and device prep.

Manufacturer narrative:
A supplemental MDR is being submitted to update the following sections due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10. In addition, a correction was made to section b1 (to add product problem). The device was not returned, and no imagery was provided for evaluation. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was unable to be confirmed due to no imagery/device provided. Furthermore, an existing technical summary written by edwards lifesciences has been documented for root cause analysis on sheath shaft resistance with delivery system complaints. A detailed root cause analysis for similar returned esheath shaft resistance with delivery system complaints has been conducted and summarized in the technical summary. The technical summary provides details of contributing factors for increased resistance during insertion and advancement of the delivery system through the esheath. The following vessel characteristics and procedural factors were identified as the possible contributing factors for encountering increased resistance: mild tortuosity was reported. Tortuous vessels can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. It was also reported moderate calcification of the access vessel. Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Per report, the access vessel minimum luminal diameter (mld) measured 4.2mm x 5.0mm. The minimum required vessel diameter for a 14f esheath is 5.5mm. Undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion, thereby increased resistance. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with an esheath resistance with delivery system. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing nonconformance contributed to the complaint. As such, available information suggests that patient factors (undersized vessel, with moderate calcification and mild tortuosity) may have contributed to the reported event. However, a definitive root cause is unable to be determined at this time. The instructions for use (IFU) and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Since no edwards defect was identified, no corrective or preventative action is required.